Event description:
Additional information - it was reported that previously, there had been noise on both the right ventricular and right atrial channels.

Manufacturer narrative:
The pacemaker was received in normal working condition with the battery voltage at the elective replacement indicator. Both the right atrial and right ventricular septums were found punctured. Electrical and mechanical analysis was performed, revealing no anomalies. The reported event of lead noise and oversensing was not confirmed.

Event description:
It was reported that there was noise noted on the pacemaker. The noise was seen on both right ventricular lead channels, and there were no patient consequences due to the noise. The pacemaker was explanted and replaced, and the patient was in stable condition.